Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer (via b3 and b5), results of the legal manufacturer's investigation, and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon likely occurred due to excessive force by the customer. Olympus will continue to monitor the field performance for this device.

Event description:
The customer reported to olympus, that the scope had a scratched lens. The event was found prior to a diagnostic endoscopy procedure. There were no reports of delay or patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. Device evaluation found broken lens (plan glass) at distal end. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the scope had a damaged lens. There were no reports of patient harm.